Event description:
The physician inserted a guide wire and attempted to insert the first guide catheter and had difficulty advancing the guide. The guide was removed. A second guide catheter was inserted and the physician attempted to advance this guide catheter and could not advance. The guide was removed. A third guide catheter was attempted and that was also unsuccessful. The physician decided to remove the guide wire and exchanged it for a second guide wire and was able to advance all the three guide catheters. The guide was removed from the patient. The physician inserted the occlusion balloon wire and inflated the occlusion balloon to 6mm to occlude the vessel. The physician inserted an ivus device and performed intervention. The physician then inserted a pre-dilatation balloon and dilated the vessel. The physician inserted a stent and successfully placed the stent. The physician removed the stent delivery catheter. The physician attempted to wipe the back end of the occlusion balloon with heparin and the extension wire separated from occlusion balloon wire resulting in the occlusion balloon starting to deflate. The physician quickly inserted the aspiration catheter and aspirated some debris from the vessel. The patient then commented that there was a decrease in vision in the left eye. The patient then experienced paralysis on the right side of the body. The physician then performed intervention by inserting a gastric tube because the patient experienced aerophagia due to hyperventilation. The status of the patient as of this report is unknown.